Event description:
Second revision surgery - the surgeon wanted to increase the lima's body length of the patient's prosthesis to a size 110mm to match the opposite side. He was unable to remove the size 90mm lima body from the size 18mm stem and decided to change out the sleeve and head to increase the length. Reference first revision (B)(6).